Event description:
The clinician was treating a male. He had a total of three treatments. The first two treatments were fine. The following day he was to leave the hospital. They gave him the third treatment prior to his discharge. After discharge, he called back and said, he had a burn in the area of the treatment on his low back hip area. The clinician did not see this burn because the patient did not want to come back in.